Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead's insulation broke when performing a tug test after connecting to a new device. Additional information obtained from the field which indicated that the field representative was unable to confirm conduction coil exposure but the issue was isolated to the proximal end of the lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead's terminal pin insulation was separated from the terminal ring. Laboratory analysis confirmed the reported allegation.